Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
The customer reported via phone call that the she had a high blood glucose level of 450 mg/dl. The customer state she changed set and treated for the high blood glucose level. Soon after the pump fell from her waist and was not able to reinsert the reservoir. The customer treated for the high blood glucose level with manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was discovered that the insulin pump was missing an o-ring. The blood glucose level at the end of the call was 164 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.